Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was hospitalized with blood glucose of 400 mg/dl. Nurse does not have the pump with her to troubleshoot. Nurse did not mention any cracks or damage. The insulin pump was not returned for analysis.